Event description:
It was reported that a loss of radiofrequency telemetry was observed prior to the implant procedure. The device was not used and a new device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of interrogation failure was confirmed in the lab. The cause of the communication anomaly was revealed to be a firmware anomaly. Interrogation of the device revealed the device was above elective replacement indicator (eri) voltage level when received. The device's functionality was tested including inductive telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier. No anomaly was observed.